Manufacturer narrative:
Date of event: estimated date. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report heart failure and prolonged hospitalization. It was reported that the initial mitraclip procedure was on (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to 1-2. Then on an unknown date, the patient returned with exacerbation of heart failure. The patient will remain hospitalized and await treatment, scheduled to be on (B)(6) 2021. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following additional information was received: on (B)(6) 2021, the patient returned for follow-up when the heart failure was discovered, increasing mr to 3-4. The physician stated that the recurrent mr is due to disease of progression. Then on (B)(6) 2021, patient under went a second procedure. One clip was implanted, reducing mr from 4 to 3. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported mitral regurgitation appears to be related to patient conditions and due to disease progression. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. B3: date updated h6: patient codes 4607 and 4446 were removed.